Event description:
It was reported the patient¿s first device had to be changed out after just one year but she did not know what caused it to go bad. The patient did not know if it was a bad device or she just used it so much. Additional information received reported the cause of the patient¿s first device needing replacement was undetermined. It was noted that the patient did run it at high settings 24/7.

Manufacturer narrative:
Product ID 3887-33, lot# j0015958v, implanted: 2000-(B)(6), product type lead product ID 3887-33, lot# j0012834v, implanted: 2000-(B)(6), product type lead product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension product ID 7495-51, serial# (B)(4), 2000-(B)(6). Product type extension product ID 7435, serial# (B)(4), implanted: 2000-(B)(6), product type programmer, (B)(4).